Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was starting 2 or 3 days ago the pt thought their ins battery was going out because it kept bringing a battery sign with an x number that said it kept turning stimulator off. Pt would turn their stimulation back on but immediately it would shut off on its own. During call pt's controller was at 80% and the ins was at 100%. Agent walked pt through turning stimulation on since it was off. Pt was on b program 1 and stimulation stayed on. Pt said it was not doing this earlier. The troubleshooting steps that were taken on the call resolved the issue.